Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in a patient after coronary artery bypass graft (CABG) procedure connected to a radial artery and to a jugular central venous line, this acumen iq cuff (aiqc) (manufacturer reference: (B)(6); medwatch reference: 2015691202506830) placed on the same arm as the disposable pressure transducer (dpt) provided higher mean arterial pressure (map) values (65-71 mmhg) than the dpt (78-85 mmhg). Also, aiqc showed the ci 1.7 -1.9 l/min/m2 and dp/dt 259-390 mmhg/s. The user did not trust the values since map was not correct; however, provided to the patient dobutamine, confirming the values were incorrect since they remained the same. Dobutamine administration did not cause any effect or harm to the patient. The aiqc was changed from the middle to the index finger. Then, an aiqc demo unit from a different lot number was tried (manufacturer reference: (B)(6); also, the heart reference sensor (hrs) was confirmed to be at the heart level, was zeroed multiple times but without success. Clinician did not try to place the aiqc on the other arm. Then, the aiqc was removed from patient and tested on the user, which resumed the monitoring and ci and map values remained low. No error message was displayed during the whole procedure. Pressure controller (pc2k) was used after this event without problems. There was no allegation of patient injury.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Related report number ID: 2015691 2025 06830. The reported malfunction could not be confirmed since no product samples nor images were provided, however, there are manufacturing controls to avoid potential causes related to the reported malfunction.

Manufacturer narrative:
Correction: related report number added to section h10.